Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 2 of the pedicle screws placed with the aid of navigation was detected by the surgeons before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 60-90min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the reported deviation of the screws at left and right l4 by ca. 15-25mm from their intended positions was a combination of the following factors: a movement of the patient reference array due to an insufficiently rigid fixation (i.e. Not bi-cortically fixated, as required) and/or inadvertent forces applied after patient registration was performed. Reference array movements were detected by the software which indicated its occurrence during the surgery in addition to the 2nd and final/3rd scan taken showing that the reference system had moved from its original position on the 1st registration scan. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered preoperative scan image, on which navigated instruments are tracked, and the actual patient anatomy. Relative movement of the anatomy between the vertebrae operated on and where the reference was placed (right iliac crest). Operating on a different vertebra than the reference array is fixated to or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, especially while using instruments that require high forces (e.g. Probe) - can cause anatomical movements between vertebrae that cannot be recognized or compensated by the navigation software, thus resulting in navigation inaccuracies. Apparently, the resulting deviation of the registered patient image in the navigation display from the actual patient anatomy was not recognized by the surgeon with the appropriate and necessary accuracy verification during screw preparation and placement of the affected pedicle screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A semi-minimally invasive surgery on the lumbar spine for a posterior fusion of vertebrae l4 and l5 with decompression, due to pain and lower extremity numbness, with intended placement of 4 pedicle screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array with the 2-pin fixator and schanz pins on the right iliac crest. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Used the navigated pointer to mark the starting point, and prepared the pedicles (pilot holes), first right, then left l4/l5 bilateral with a probe and a drill, both calibrated to navigation for instrument position display. Threaded the pilot holes using a non-brainlab tap, and placed the l4-l5 screws bilateral using a non-brainlab screwdriver following the pilot holes, both instruments also calibrated to navigation. For confirmation of the screw placements, performed a second intra-operative CT scan with automatic image registration, and determined that the 2 l4 screws deviated by ca 15-25mm at the tips from their intended location, angling into the l3-l4 disc space. Used the registered confirmation scan to correct the l4 screw placements, re-directing the screws using a combination of navigation and additional fluoroscopic guidance. Confirmed the screw positions with another intra-operative CT scan, completed the surgery successfully as intended, and closed the patient. According to the surgeon: the deviation of 2 of the pedicle screws placed with the aid of navigation was detected by the surgeons before finalizing the surgery, and these placements were corrected at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the placements, also not due to surgery/anesthesia prolong of ca. 60-90min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.